Event description:
It was reported that during a breast biopsy, they received the l4-027 error code with the ex holster. No additional information was available.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the uniboard to be replaced. The device was functionally tested, met all product requirements and returned to the customer.